Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a week or two ago they fell on their left hip, which was the same side as the ins. After they fell they noticed the therapy stopped working because they were having leakage when they shouldn't have been. The patient had a couple of x-rays in the hospital after they fell, so they thought the x-rays were what caused the therapy issue. Agent reviewed that x-rays were not expected to have an interaction with the ins. Agent reviewed that the therapy issue was more likely to be related to the fall than the x-rays. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.